Event description:
Protegirty micro smt sterile gloves packaging is confusing to staff. Many staff members including stock room staff have misinterpreted the packaging to be latex free gloves. The package states, "sterile latex powder-free". We have found these gloves on latex free carts several times and have tracked it down to the packaging. Although it does have a symbol on the package for latex, the staff seems to overlook this and look at the "powder-free latex surgical gloves with synthetic coating" in the heading statement.